Event description:
Additional information was received that - revision - yes. Revision surgery was performed on single spinal l1 only.

Manufacturer narrative:
B5- additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that there was hardware failure. On (B)(6) 2026, a hardware failure was identified in a post-surgery patient, specifically involving loosening of both l1 hardware screws as confirmed by computed tomography; however, no hardware fracture was present. Despite the event being clinically significant, no treatment was administered and the patient was not hospitalized. Diagnostic tests were performed, and the site became aware of the adverse event on february 6, 2026. The outcome status remained ¿not recovered/not resolved,¿ and the narrative described the event simply as screw loosening. Site seriousness assessment: the site¿s seriousness assessment indicated that none of the major criteria were met for this event. There was no congenital anomaly, death, disability, hospitalization, life-threatening condition, or medical or surgical intervention required, as reflected in the assessment comments. Overall, the event was not considered serious based on these standard regulatory criteria. Site related assessment: the device involved in this event was a study device, and its association with the procedure was considered possible. The procedure performed was identified as the index surgery, which was deemed probable in relation to the event. This context suggests that the hardware failure and screw loosening were likely linked to the initial surgical intervention involving the study device. Date of additional surgery: on (B)(6) 2026 primary reason: adverse event related to the device, specifically a hardware failure reported on (B)(6) 2026 type of surgery: both device removal and revision spinal levels involved: t10 through s1 (t10, t11, t12, t13, l1¿l6, and s1) loosened screw has been explanted on (B)(6) 2026. The procedure involved both removal and revision across spinal levels t10 through s1. During this surgery, new medtronic cst alliance¿eligible devices were implanted, and cst alliance¿eligible devices from the index surgery remained in place at the conclusion of the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.